Manufacturer narrative:
(B)(4). Date sent: 6/2/2020. Additional information was requested and the following was received: what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch did the jaws eventually open? Unknown.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during the laparoscopic partial hepatectomy surgery, after installing the reload correctly, it was noted that the jaw could not be opened and the device would not fire. Changed to a new device to complete surgery. Operation time was extended for an unspecified amount of time. There were no patient consequences reported. No additional information can be provided.